Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: manufacturing records were reviewed and no anomalies were found. The reported event stated that the construct was revised during surgery and the removed screw was reimplanted causing the k wire not to advance through the cannula. A new screw was used and the surgery was successfully completed. The surgical technique advises against reuse of implants so the probable cause is user related-reuse of a single device.conclusion: the root cause in this case is not determined and multifactorial.

Event description:
It was reported that; on (B)(6) 2015, es2 surgery was performed. L2 had burst fracture, t12-l4 were fixed with screws. After all final tightening, the surgeon found that l3 right side screw came out to medial. He removed all right side blockers and extracted l3 right screw. Then, he tried to reinsert the extracted screw to the pedicle with the k-wire, but the k-wire could not pass through the screw. So he used other screw and finishd the surgery.

Event description:
It was reported that; on (B)(6) 2015, es2 surgery was performed. L2 had burst fracture, t12-l4 were fixed with screws. After all final tightening, the surgeon found that l3 right side screw came out to medial. He removed all right side blockers and extracted l3 right screw. Then, he tried to reinsert the extracted screw to the pedicle with the k-wire, but the k-wire could not pass through the screw. So he used other screw and finished the surgery.